Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-jul-2023. Updated investigation summary: bd received 1 sample and 0 photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode expired. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes customer have been using expired tubes. The following information was provided by the initial reporter. The customer stated: I need information on the risk involved in using out-of-date bd tubes (ref no. (B)(6)). These are red 7 ml dry tubes. We have been using them since the end of (B)(6) 2023.

Manufacturer narrative:
The following fields have been updated with additional information. D.4. Lot number was made available: 1270056. D4. Medical device expiration date: 02-28-2023. H4. Device manufacture date: 27-09-2021. H.6. Investigation summary: material #: 368815. Lot/batch #: 1270056. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode expired. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes customer have been using expired tubes. The following information was provided by the initial reporter. The customer stated: I need information on the risk involved in using out-of-date bd tubes (ref no. (B)(4)). These are red 7 ml dry tubes. We have been using them since the end of (B)(6) 2023.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes customer have been using expired tubes. The following information was provided by the initial reporter. The customer stated: I need information on the risk involved in using out-of-date bd tubes (ref no. (B)(4)). These are red 7 ml dry tubes. We have been using them since the end of february 2023.